Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The pacemaker was unable to be interrogated. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported event of premature battery discharge was not confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery voltage was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the current drain was normal. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states